Event description:
One lesion was treated with an endeavor drug-eluting stent and one drug-eluting stent from another manufacturer were implanted in the mid lad. Six months post stent implant, the patient suffered a mi and a revascularization was performed. There was no ECG available. Ptca was performed in the proximal lad. Investigator has indicated this event is unrelated to endeavor stent. The following day, the patient suffered another mi. No ECG was available. A stent thrombosis event occurred and revascularization was performed on the same date. Ptca was carried out of the proximal lad. Investigator has indicated event is unrelated to endeavor stent. It was reported 12 days later, another revascularization was performed, due to unstable angina. Ptca was carried out the proximal lad. Investigator has indicated event is unrelated to endeavor stent, however, there was a report of stent thrombosis. The patient was not on anti-platelets within 24 hours prior to the event. A repeat revascularization was performed the following day. There is a planned CABG of the proximal lad which was performed after two reported isrs. Investigator has indicated all events are unrelated to endeavor stent. Patient was asymptomatic at 24 month follow-up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Lack of information.